Manufacturer narrative:
Follow-up #1: date of submission 03/25/2014. Device evaluation:the device has been returned and evaluated by product analysis on 03/06/2014 with the following findings: investigation revealed that the display screen had dim, discolored and fading lettering. There were multiple cracks observed at the top of battery compartment and near the pump case seal.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display screen could only be seen in a dark room. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.